Event description:
Pet owner reported via voice message, when injecting dog with this needle, the dog feels pain. Not sure if they are too long or something else different. Lot # unknown at this time. Catalog# relion syringe unknown. Date of event unknown. Sample status unknown. First call back to this voice message pir. Left our relion phone # and asking them to call us during business hours.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.